Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro drill was sent for evaluation because it was overheating during a procedure. No adverse event was associated with the device; no further info was provided.